Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The following sections of this report have been updated: b.4, g.3, g.6, h.2 and h.6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the returned device, the distal tip was torn. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, distal tip torn wasconfirmed, based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, regarding a 23 mm sapien 3 ultra transcatheter heart valve implant procedure in the aortic position via a transfemoral approach, prior to valve insertion, balloon aortic valvuloplasty (bav) was performed due to the patient's high calcium score. Following bav, the commander delivery system with a crimped 23 mm sapien 3 ultra resilia valve was introduced. At this stage, the operator experienced resistance just before the valve exited the distal tip of the esheath+. Under fluoroscopy, the transcatheter heart valve (thv) was observed positioned immediately proximal to the sheath's distal tip. With additional forward pressure, the thv exited the sheath tip with a noticeable ''jump.'' A distal tip torn occurred. It was believed that, particularly after performing bav, the sheath tip may split and fold inward, which in his opinion explains the resistance encountered when the thv and delivery system pass through the distal tip of the esheath+. No patient injury occurred, and the patient remained stable post-procedure.